Event description:
The ambit pump was reading a volume of 30.4 ml, which is more than the ordered dose of 8 ml every 2 hours. It had only been 1 hour since the pump started, so the patient should have only received 8 ml, not 30.4 ml. Due to a potential pump malfunction, the ambit pump was discontinued and a new order for the on-q pump at a dose of 6 ml was placed.